Event description:
The rptr indicated that normal function was seen on the ECG. When the device was inquired, the pacing parameter screen appeared normal. When attempting to reduce the pacing rate, the progammer would not dial below 69 or above 70 ppm. The sensitivity could be changed to only 1.8 or 2.1 mv. The pulse width or amplitude could not be changed. The programmer cycled and reinterrogated with the same results. A backup reset was performed with the same results. Amplitude could not be changed back to 5.4 v. The recall option was selected and the parameters returned to their interrogated values. A "ram" dump could not be performed for this device.